Manufacturer narrative:
Customer report was confirmed. The proximal ventricular electrode appears to have pulled off the catheter body. The distal ventricular electrode is still in place and does not appear damage. The adhesive on the distal side of the electrode has also been peeled off, and both were not returned. The atrial electrodes all have a short condition when continuity testing was performed, which may be due to blood inside the electrode lumen. A cut down of the lumen was performed and wet blood was confirmed. #4. The electrode connector housing was also opened and there was no blood inside. The catheter was returned with a ava3xi introducer.

Event description:
C-cc-cb - catheter body damage or out of spec; it was reported that the #2 electrode was detached from the catheter. Detached electrode was found at peripheral vessel behind the right lung by x-ray. It was not retrieved. Additional information: ava 3xi device used with this catheter was returned for evaluation. A d205hf7 catheter was inserted through an ava 3xi introducer in preparation for valve replacement surgery. The anesthetist had a little trouble inserting the catheter, it might have been due to right cardiac hypertrophy of the patient. The anesthetist repeated pushing and pulling the catheter three times when passing the pulmonary artery. The anesthetist removed the catheter from the ava 3xi introducer because anesthetist felt some difficulty during the fourth time of insertion. The anesthetist found that there was the #2 electrode missing from the catheter. The ava 3xi was removed from the patient using a guide wire because the anesthetist felt that the detached electrode might remain in the ava 3xi introducer. However, the detached electrode was not found in the removed ava 3xi introducer. A fluoroscopy was performed and the ring like electrode was found at the peripheral vessel behind the right lung. A new catheter, model no. D205hf7 was inserted through a new ava 3xi without any problem. The patient went under surgery for the valve replacement.